Event description:
It was reported that one month after the initial implantation, three electrodes (number 0, 2 and 7) had high impedances. Reprogramming the lead had been tried several times without success. The lead was replaced.

Manufacturer narrative:
Results - anchor. Final analysis: model # 3877 lot # b0487973k. The complete lead (45 cm) was received for analysis. The #0, #2 and #7 conductors were fractured at 0.5 cm from the #0 connector ring, which is just at the location where the lead would exit the ins connector block. The connector and tip side was intact and undamaged. The electrical continuity of the #0, #2 and #7 conductors was not complete. The electrical continuity of the #1, #3, #4, #5 and #6 conductor was complete. There were no shorts observed between the conductors. The electrical continuity test was performed under mechanical load conditions of stretching and pulling of the lead while monitoring the dc resistance in order to reveal any intermittent discontinuity. Model # titan anchor, lot # b0487973k. The titanium insert had separated from the silicone portion of the anchor, likely occurred at explant. There were cosmetic cuts in the silicone portion of the anchor.

Manufacturer narrative:
(B)(4).